Event description:
The facility reported an infusion pump that will not charge. Information was not provided regarding whether or not the failure occurred during an infusion. The hospital representative stated that there have no reports of any patient incident involving the pump since the last baxter service event. No additional information is known.